Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing in a gastric tube construction/esophagectomy procedure, the surgeon started to resect the stomach however the tissue was hard, and could not fully resect it and the firing stopped. The surgeon removed the device from the tissue on the halfway of the resection. The surgeon replaced it with a new device, and resected the tissue with no problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the single-use loading unit (sulu) was received fully applied with the interlock engaged. Damage was noted to the knife blade. There were no functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.